Manufacturer narrative:
D10: concomitants: 2579797 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 2643824 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm, 2842184 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 2843046 02-010-01-0235 - logic femoral ps cem left sz 3.5, 2945721 02-010-01-0335 - logic femoral ps cem right sz 3.5, 2993769 200-02-32 - three peg patella 32mm, 3609655 200-02-32 - three peg patella 32mm, 3612440 201-78-89 - 3" drill bit, mod. Hex 2 pack, 38024 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19, aa7196 1500-s - cemex system 80g, aa7229 asa0030 - sterile disposable containers, aa7857 asa0030 - sterile disposable containers. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2014. Approximately 8 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Principal diagnosis: failed right total knee replacement due to mechanical loosening. Post-op diagnosis: same. Significant fibrinous debris was encountered into the joint with a tandem whitish color this tissue was highly friable was found throughout the suprapatellar pouch as well as in the gutters. This was excised and the knee in order to fully debrided to visualize all the components then removes similar debris from the anterior interval as well as did are normal medial release. We then removed the polyethylene insert with a single prong retractor. The poly was noted to be yellow with significant pitting and loss of thickness in the medial lateral compartment with central pitting and roughness noted on both the medial and lateral dwell points. The femoral implant was grossly loose and was removed without any machine and. Similar fibrous debris was found under the femoral component and into the posterior lateral. This was debrided with sharp dissection as well as with the rongeur bluntly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, tibial loosening, and femoral loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, component, and investigation clinical codes.